Event description:
The physician was working on a calcified totally occluded peroneal artery. The occlusion was located, but plaque excision was unsuccessful. The artery was showered with emboli, but it is not known if it was device related or knocked loose by the sheath or wire. The pt was taken to surgery that night. In a follow-up e-mail (4/17/06) with our representative, surgery was successful and the pt's wounds have healed. The doctor could not with certainty determine if either of the devices (ss or sx) likely caused the emboli. Given the uncertainty related to a specific device, a second MDR was filed with the same information. (MFR# 2954936-2006-00019).